Manufacturer narrative:
Device evaluation: device evaluation of battery charger/modem sn: (B)(4) has been completed. As received the battery charger would not power on. The cause of the battery charger not processing on was a flesh memory failure (components u102 and 8109)on the ca board. The flash memory had an intermittent bga connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connection included by mechanical stress. The exact source of the mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain. (B)(4) was approved by the FDA on 04/16/2013. Implementation began on (B)(4) 2013. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem: sn: (B)(4) was not powering up properly. The last patient to use this battery charger/modem did not report any deficiencies.